Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a delivery procedure on (B)(6) 2020 and suture was used. During the procedure, it was reported that the needle broke after piercing the wound skin outer layer of the perineum tissue to sew during the delivery procedure. The broken needle remained in the perineum wound. With the help of b-ultrasound, the broken needle was retrieved. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.